Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visual investigation has been performed on the returned applicator and cap, no issues were observed. Sensor cap was retained inside applicator cap and applicator fired correctly. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was de-cased and visual inspection was performed on pcba (printed circuit board assembly) and no issue were observed. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage testing was performed and all results were within specification, indicating the sensor was providing accurate glucose readings. The passing of all functionality test indicate that there were no issues with sensor functionality and electronics. Therefore issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "sensor error" message and was unable to obtain readings. As a result, customer was unable to self-treat, requiring contact with emergency services (es). Upon arrival, an es healthcare professional (hcp) provided third-party treatment of "grape juice and bread" for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "sensor error" message and was unable to obtain readings. As a result, customer was unable to self-treat, requiring contact with emergency services (es). Upon arrival, an es healthcare professional (hcp) provided third-party treatment of "grape juice and bread" for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.